Event description:
On 20 apr 2009, the sales representative reported that during a demonstration with the crosslink, the set screw locked up. Additional information received via telephone on (B)(6) 2009, the sales representative reported that the event was prior to surgery and not a demonstration. The sales representative was showing the scrub tech how to seat the crosslink on the rod and the crosslink would not seat properly. In the process, the scrub tech backed out the set screw. The surgeon used another crosslink in the set to do the surgery.

Manufacturer narrative:
Event happened prior to surgery. Product was not implanted. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending.